Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient faced an issue with infusion set was leaking at the infusion port where the tube was connected. The infusion set was used for 2 days. The blood glucose level at the time of issue was noticed as 169 mg/dl. The patient has replaced the infusion set and resumed on insulin successfully. No further information available.